Event description:
An attempt was made to use an assurant cobalt iliac stent system following the deployment of a stent graft on a sharp turn of the right external iliac artery. The assurant cobalt stent was attempted to be implanted to ensure blood flow in this area. The device was inspected before use and no abnormalities were noted. No negative or positive pressure was performed to the device prior placement of the stent across the lesion. However, it was reported that the stent was not able to advance into the distal part of the stent graft due to tortuosity. The delivery system was then pulled back but the physician noted that the stent was not on the balloon. An angiography examination revealed that the stent was left in the external iliac artery. Surgical intervention was required to remove the stent. Patient is reported to be stable post procedure. No other clinical sequelae were reported. Evaluation summary: the stent was returned off the balloon. Crimp impressions were evident along the working length of the balloon. There was no damage evident to the delivery system. The stent segments were bunched and deformed. A number of struts were raised and overlapping.

Manufacturer narrative:
(B)(4). Results: patient's condition affected effectiveness of device (tortuous vessel). Related to operational context (presence of a newly deployed stent graft). Inherent risk of the procedure (stent embolism/dislodgement). Conclusion: device failure/lack of effectiveness related to patient condition (tortuous vessel). Operational context contributed to event (presence of a newly deployed stent graft). Inherent risk of the procedure (stent embolism/dislodgement).